Event description:
The tech alleged the brakes were not holding. No pt impact.

Manufacturer narrative:
The tech found the pin was falling out of the brake caster. The tech replaced the brake caster to resolve the issue.